Event description:
Philips received a complaint on the v60 ventilator indicating that there was a battery failure alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that there was a check vent: battery failed error code in the ventilators significant event log. The customer could not get the device to replicate the issue. The customer provided the rse with the battery lot code and manufacture date. The rse informed the customer that since the battery was manufactured on 28apr2019, the 5-year recommended replacement period would be coming up soon. Due to this, the rse recommended that the customer order a replacement battery and provided the battery part information. The customer stated that they would order a replacement battery to repair the device. This investigation is ongoing.

Manufacturer narrative:
The customer was assisted by a remote service engineer (rse) on 11apr2024 and informed the rse that the device was giving a battery alarm. The customer informed the rse on 11apr2024 that they verified the error code in the significant event log of the device. The customer could not reproduce the error code. The customer gave the rse the lot code of the battery so that the rse could look up the manufacture date of the battery, which was 28apr2019. Due to the age of the battery, the rse recommended replacement of the battery and provided the battery part information to the customer. In a good faith effort (gfe) response received from the customer on 25apr2024, it was confirmed by the customer that this device issue which occurred on 11apr2024 is for the same continuous battery issue which began on 25jan2024. The customer confirmed that the device has been out of service since that initial event date on 25jan2024. The customer also confirmed that they are waiting on the replacement part to arrive. This investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Multiple good faith efforts (gfe) were again attempted to obtain confirmation of the replacement part delivery and resolution. The customer again stated that the replacement battery had not arrived. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The material ordered battery aligns with the recommended repair of the reported malfunction per the service manual. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.